Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the pacemaker exhibited crosstalk that led to inappropriate automatic mode switch. Programming changes were made. There were no adverse patient consequences.